Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure a resolute onyx rx coronary drug eluting stent was used to treat a lesion in the cx artery. It was reported that stent dislodgement occurred in the left main artery during removal following a failed delivery. The device was not removed from the patient and the patient was sent to the operating room for grafting. It was reported that the patient expired on the (B)(6) 2018.

Manufacturer narrative:
The device was being used to treat a lesion in the mid left cx, with stenosis of greater than 90%. There was also approximately 80% stenosis in the mid lad. There were no difficulties noted when removing the protective sheath. The device was inspected post removal of the sheath with no issues. The lesion was pre-dilated. The inflation device remained on neutral pressure during device delivery. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device, but excessive force was not used. The stent dislodgement occurred in the left main artery, proximal to the lesion. The stent had failed to cross the lesion. The stent came off the catheter while trying to pass through the lesion for placement. Another balloon was used and stent was ultimately retained in the vessel. The patient was sent to the or for emergency bypass grafting. The patient had no previous stents. The patient had no previous pcis. The patient was not on dapt at the time of the event. There was no evidence of restenosis or thrombus. The cause of death was cardiac arrest. At the time of death the patient had co-morbidities of hyperlipidemia and obesity. The physician assessed that the stent being retained in the vessel is why the patient went to the or, but cannot confirm that the event ultimately lead to the death of the patient. If information is provided in the future, a supplemental report will be issued.